Manufacturer narrative:
The devices have not been returned for evaluation. Radiographs were provided to confirm the event. The lot number was not provided; therefore, a review of manufacturing records cannot be performed. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
A (B)(6) underwent a posterior spinal fusion on (B)(6) 2020. Around 17 months postop, revision surgery was performed for a non-union, l5-s1 broken rod, and a broken screw.